Event description:
It was reported that during a percutaneous transluminal coronary rotational atherectomy / stenting treatment procedure involving a calcified and 85% stenotic lesion in the proximal to middle portion of a very tortuous rca, the maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the third inflation. (The number of atm's reached on the initial and second inflations is unknown.) The patient was asymptomatic during this event. The maverick2 monorail balloon was being used for pre-dilatation of the lesion for placement of a nir stent. The maverick2 monorail balloon catheter was removed and replaced with a quantum (8/2.0) balloon catheter to successfully complete the procedure. A terumo introducer sheath (size unknown), a bmw guidewire (size unknown), a 8f mach 1 fl3.5sh guide catheter and an encore inflation device were also used in this case. Patient status is reported as 'good'.